Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on the beginning of the surgery, the device was used to dissect the layers of the tissue but the balloon became dislodged when inflated. The balloon was pumped up and popped off and was retrieved by surgeon within a few moments.